Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t seemed to take longer to heat than other units. This was reported to a sorin group field service representative while on site for preventative maintenance. There was no report of patient injury. The service representative on site to perform the preventative maintenance confirmed the reported issue by testing the heating times of the unit and finding them to be out of tolerance. Several components of the unit were inspected in order to isolate the component causing the reported issue. The heating performance of the unit improved with each test. The service representative recommended that the heating coils in the patient tank be replaced. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t seemed to take longer to heat than other units. This was reported to a sorin group field service representative while on site for preventative maintenance. There is no known patient involvement.